Event description:
It was reported, atp was delivered due to an arrhythmia however, the atp was unable to break the arrhythmia. The arrhythmia was self terminated. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.